Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. Imagery was not provided for evaluation. As such, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in switzerland, a patient received an evoque valve in tricuspid position where on post-operative day (pod) 0, the patient experienced second-degree atrioventricular block (avb) and complete right bundle branch block (rbbb). A permanent pacemaker was implanted and the patient was discharged on pod 5. The patient's antithrombotic therapy before the procedure was novel oral anti-coagulant (noac), and it was not changed after the procedure.